Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 497 mg/dl. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer stated about sensor, gave blood glucose and it said calibration required, it would not be able to calibrate. Customer gave a bolus self and was very stress. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.